Event description:
Patient called to report that 2 of her v-gos fell off, after less than 2 hrs of wear ((B)(6) 2019 and (B)(6) 2019). Patient stated she saved the v-go worn (B)(6) 219 for our collection. Reviewed proper site preparation and application with the patient.